Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the video cable connector was found faulty and causing a loss of image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the connector was loose. This loose connection was causing the image to blackout whenever the cable was manipulated. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video cable connector could not be determined. Olympus will continue to monitor field performance for this device.